Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d10,g3, g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) stated that the device was checked in-house, but no blood was found to have entered the device. No abnormalities have been found in the device at this time. All functional and safety checks were performed to meet factory specifications.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump(iabp) balloon rupture, blood suspected to have entered the device. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact person and phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.